Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the ipg was buried deeper into the pocket, and the lead was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pocket pain. Surgical intervention may take place at a future date to address the issue.